Manufacturer narrative:
The subject device was returned to olympus china but has not been returned to omsc. (B)(4) checked the subject device for evaluation. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, the clogging air/water nozzle of the subject device became normal after cleaning the nozzle. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. The subject device had been returned from the user because the air/water nozzle of the subject device was clogged. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] from the following investigation results, it was considered that the nozzle was clogged with foreign matter due to improper reprocessing by the user or debris from the combination devices, but it could not be specified. -according to the former similar case, its cause had been that the reprocess after the previous procedure was inappropriate, and gauze / foreign matter derived from peripheral devices / body fluid derived from the human body / drugs used. Then it had been reported that foreign matter may have clogged the nozzle. -IFU has instructed to perform prompt pre-cleaning after the procedure and to reprocess using the aw cleaning adapter (mh-948) to prevent foreign matter from sticking, and the user may had deviated from this. -however, the details of the foreign matter are unknown and cannot be specified. If additional information becomes available, this report will be supplemented.